Event description:
On (B)(6) 2013, the pt suffered an injury to the third finger on her left hand at user facility while being assisted by her daughter into the bariatric wheelchair identified in this report. As the pt sat down in the wheelchair, she suffered a laceration/near amputation of the left, third finger just proximal to the nail bed. The finger was caught in the wheelchair as the pt was sitting down. The pt incurred a fracture involving the distal phalanx of the third left finger. Sutures were placed to secure the finger and fingernail.